Event description:
The facility reported a colleague infusion pump with a thick horizontal line across the display. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no report of patient/user involvement, injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. The customer is willing to be contacted. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a thick horizontal line across the display was confirmed and reproduced by baxter service personnel. The root cause was attributed to a faulty main display. This condition was corrected by replacing the main display. There have been similar reports to baxter regarding this issue. Additional investigation is being conducted through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.